Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse regarding the reported issue, it was revealed that the issue was resolved, but did not know how the bag fell. The nurse reported that the home patient (hp) was seen in the clinic on (B)(6) 2011. Per the nurse, the hp is doing fine and continuing therapy. The nurse verified that the hp did not report any loose connections or defects on the supplies. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during dwell 2 of 4. A bag fell and disconnected. (B)(4) had the hp cycle power. The hp would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.